Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had a drain bag and the tube was filling with urine even though the bag doesn't have urine in it. The bag was not full and it was almost like the bag needs to vent. Discussed potential causes of vapor lock and proper bag positioning. Patient states the bag was new and had not been exposed to anything that would cause vapor lock. Discussed maneuvering the bag to ensure the front and back of the bag was not adhering to one another.

Event description:
It was reported that the patient had a drain bag and the tube was filling with urine even though the bag doesn't have urine in it. The bag was not full and it was almost like the bag needs to vent. Discussed potential causes of vapor lock and proper bag positioning. Patient states the bag was new and had not been exposed to anything that would cause vapor lock. Discussed maneuvering the bag to ensure the front and back of the bag was not adhering to one another.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "static / positive air pressure". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore, bard was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.